Manufacturer narrative:
(B)(4). Retainer ring: black. The insulin pump was received with a battery cap that was smashed downwards into the battery compartment. The battery sleeve within the battery compartment got pushed downwards so far that it detached the j7 and j6 battery connectors from the board pcba1 in the process. As a result, after a battery was inserted into the battery compartment, a blank display was noted. Unable to perform the displacement test due to the blank display. Pcba2 was then placed onto a known good pcba1 which in turn was plugged into a known good case. The software version was then able to be obtained after doing so. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked battery tube threads, cracked case near the corner of belt clip rails, cracked keypad overlay, a noticeable scratch and a dent in the keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump was dropped and got a crack on the battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.